Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was then found that the right atrial (ra) lead exhibited undersensing and had diminished p -waves. The lead remains in use. No further patient complications have been reported as a result of this event.